Event description:
Caller alleged discrepant results using the inratio2 meter. Coumadin dose was increased on (B)(6) 2011. On (B)(6) 2011 - physician told pt to withhold coumadin for two days and take 2mg on (B)(6). The 4.4 and 5.1 results on (B)(6) 2011 were done within 5 mins of each other using fresh fingers. A 5.3 result was done 20 mins later while on the phone with technical svs. Pt went to the lab within one hour of taking inratio readings. Pt is a new self tester. Pt's son (non-coumadin user) performed a self test over the phone with technical svs resulting in inratio= 1.3 inr.

Manufacturer narrative:
Customer has been taking percocet for three months. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Customer was milking the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample." Squeezing the finger stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr: 4.4, 2nd inr: 5.1, 3rd inr: 4.8, mean: 4.77, sd: 0.35, %cv: 7.37. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter 1: 4.4, inratio meter 2: 5.1, inratio meter 3: 4.8, ref.: 6.6, mean: 5.23, confidence limits: na. The mean is >5.0 and the difference is 2.2 for inratio meter 1 and reference value. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Inr results from other dates were excluded from data analysis because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Recent test conducted on lot #263072 on 09/30/2011 met accuracy and precision criteria. Test results are as follows: donor 110 = 2.1, 2.1, 2.0 inr; donor 111 = 1.9, 1.9, 1.6 inr. At least two out of three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 110 (1.94 inr) and donor 111 (1.78 inr), respectively. In-house test results have 2.79% and 9.62%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from repeated inratio tests revealed that test result comparison met precision criteria. Customer's normal sample test result was out of range (0.8-1.2). Root cause could not be determined with the info customer provided. Analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.